Event description:
It was reported that 7 bd discardit ii syringe leaked. The following information was provided by the initial reporter: discardit syringe 5ml with 24*1 g is leaking while taking the blood sample.

Manufacturer narrative:
The DHR of material no. 300847 with batch no. 2101938 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. There are no samples and one photograph along with the reported complaint of leakage. The investigating team has used the retention samples of material number 300847 and lot number 2101938 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect of leakage, but the root cause could not be determined based on the photograph. Based on the photograph the leakage is confirmed as there is visible blood flowing backwards after the plunger. This leakage could be a one of case where the plunger tip may be damaged or have a dent. The probable root cause can only be determined after investigating the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.